Manufacturer narrative:
(B)(4). The field report was confirmed. Stripped ptfe coating inside the pacing coil have prevented the stylet removal. The lead was otherwise normal. (B)(4).

Event description:
It was reported that it was not possible to pull the wire out of the lead when the lead was implanted. The lead was replaced successfully. The patient was doing well after the surgery.